Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "the pump had short periods of no augmentation" is confirmed based of the detail provided from the sales representative. The root cause of the reported complaint was related method of use by slaving the ECG to the pump to the hospitals bedside monitor. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The pump functioned as intended. No further action required.

Event description:
It was reported that the pump had short periods of no augmentation. The rn reported that the pump would stop pumping for several beats. The pumps ECG is being slaved to the bedside monitor. The clinical support specialist discussed that it is not recommended to slave from pump to bedside monitor but it is the hospitals current practice per the rn. The pump was changed out to another pump. No complications were reported. There was no report of a patient death or injury. Additional information received by the sales rep. The pump not pumping was related to the slaving of the ECG to the bedside monitor therefore the pump was not sent to biomed to be evaluated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had short periods of no augmentation. The rn reported that the pump would stop pumping for several beats. The pumps ECG is being slaved to the bedside monitor. The clinical support specialist discussed that it is not recommended to slave from pump to bedside monitor but it is the hospitals current practice per the rn. The pump was changed out to another pump. No complications were reported. There was no report of a patient death or injury. Additional information received by the sales rep. The pump not pumping was related to the slaving of the ECG to the bedside monitor therefore the pump was not sent to biomed to be evaluated.